Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by power cycling the integrated electro surgical generator unit (iesu). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a laparoscopic portion of benign hysterectomy, the monopolar was firing when the foot wasn't on the pedal. The customer stated that when they first started using the integrated electro surgical generator unit (iesu), they couldn't get the monopolar to fire. Then they switched out the power cable, and it started to work. But the surgeon stated that the monopolar power would fire for about a second even without the surgeon hitting the stand-alone monopolar pedal from the drawer. The customer then power cycled the iesu, and while the technical support engineer (tse) was on the phone, they were able to fire, and it stopped as soon as the foot was off the pedal and didn't random fire on its own for a short burst like before. The procedure was continued as planned with no reported injury.